Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 4.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, when the balloon was inflated at 15 atmospheres, the balloon ruptured. The procedure was completed using a non-bsc balloon catheter. No patient complications were reported.